Manufacturer narrative:
The reported tear and pannus formation was confirmed. All three leaflets contained tears. There was circumferential inflow fibrous pannus ingrowth and outflow surface pannus ingrowth on leaflet 3. Leaflets 1 and 3 contained folds, or retractions, with the fold in leaflet 3 tethered by pannus ingrowth. All three leaflets were fibrotically thickened. Necrotic material with chronic inflammation was present on the base of leaflet 3. This material was noted to be potentially old, treated, endocarditis; however, this could not be conclusively determined with the information provided. No calcifications or acute inflammation was present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies, including stent deformation, during functional inspection. In the absence of any calcification or definitive evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed mild loss of collagen at one of the tear sites, which could have contributed to the tear. Furthermore, the pannus noted on the inflow and outflow surfaces had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Furthermore, while the necrotic material could not be definitively determined to be evidence of previously treated endocarditis, previous infection could have contributed to the findings of pannus ingrowth and leaflet tears.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 21mm trifecta gt valve was implanted. On (B)(6) 2021, a re-do aortic valve replacement (avr) was performed due to patient's symptoms of dyspnea and a tear on the valve and the trifecta gt valve was explanted. Upon explant, pannus formation was observed. A competitor's valve was successfully implanted. The patient was reported to be in stable condition.